Event description:
New information noted that the patient experienced syncope and the right ventricular lead exhibited loss of capture.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, the lead was capped and replaced due to oversensing and high thresholds. The patient was stable.